Manufacturer narrative:
Method: the returned mr290 autofeed humidification chamber was visually inspected for occlusions in the feed set tubing. Results: there was a kink in the feedset tube at the base of the spike. The feedset tube was not clipped into the holder and was loose, taking a longer path around the chamber than it would if in place on the holder. A lot check revealed no other complaints for this device. Conclusion: the feedset tube not being clipped into the holder correctly had caused it to take a longer path, stretching and causing the tube to become kinked at the spike. Our user instructions which accompany the mr290 state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor in (B)(6) reported that there was a kink in the feedset tubing of an mr290 autofeed humidification chamber. This was noticed during their inwards goods inspection.